Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01870, 1627487-2022-01872, 1627487-2022-01873. It was reported the patient experienced ineffective stimulation. X-rays confirmed the l2 and l3 leads were fractured. Surgical intervention took place wherein the physician removed both leads and replaced one lead at l2 and another lead at l4 to resolve the issue. The physician was unable to replace the l3 lead due to anatomical changes. Note: it is unknown which leads are liable, as such all leads are being reported.